Event description:
During an in clinic follow up, the device was attempted to be interrogated however the device kept restarting the interrogation process on its own, resulting in the device being unable to be interrogated. Technical support was contacted and recommended further investigation via an additional in clinic follow up. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information received indicated an additional follow up appointment was performed. The device was able to be successfully interrogated but shortly after the interrogation would restart. No additional intervention was performed.

Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. There were no device anomalies found that could contribute to the reported events. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.